Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during injection found needle to clog.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during injection found needle to clog.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during injection found needle to clog.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. Customer returned (1) used pen ndl 32g 4mm pro from the lot# 1329862. Customer reported that pen needles clogs. The pen needles was visually inspected and observed no damages. Functionality test for flow was performed on pen needle and flow was observed properly during priming without any clog issues. The alleged issue could not be confirmed based on the sample returned for the customer indicated failures. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure(needle clog). The root cause cannot not be determined as the issue is unconfirmed. H3 other text : see h10.